Event description:
The reporter stated that the plate and screws were removed because the pt had complained of pain. The initial surgery to implant the plate was about one year ago. After three screws were removed, the screwdriver that was being used broke, and the doctor could not remove the remaining screws. The surgical procedure was ended as the remaining screws could not be removed. Surgery has been rescheduled to complete the procedure to remove the remaining hallulock devices.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.